Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of approximately 450 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin drip, and was released from the hospital on 12/19/2019 with no permanent damage. Reportedly, an occlusion alarms occurred. The pump supplies were in use for 3-4 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Multiple attempts were made to follow up on the reported issue; however, a response was not received.